Event description:
Health care professional (hcp) reported pt (pt) was receiving peritoneal dialysis treatment on quantum device when pt rec'd "a bolus of air." Health care professional stated pt rec'd "open mini set" message and pt checked lines, assuring health care professional everything was set up correctly. Pt continued to press enter and then saw the fluid come out. Pt complained of shoulder pain. This happened on 7/23/99 and 7/25/99. Pt was instructed to take tylenol for pain. Health care professional reported the pain was resolved the following afternoon.